Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple ise and mc (modular chemistry) hardware components (flowcell, cl electrode tip, carbon bridge, ise straw, deionized water filter, degasser, eic (electrolyte injection cup) valve assembly, obstruction detector, mc t-valve, sample probe) to resolve the issue.

Event description:
The customer reported that the unicel dxc 800 pro synchron system generated low chloride (cl) results when comparing to their backup instrument. The number of patient samples affected is unknown. The results were not reported outside of the laboratory. There was no impact to patient treatment. Controls (qc) run before and after the event were within lab-established ranges.